Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy pinnacle hip implant on his right side. Following his surgery, patient began suffering from pain and discomfort in his hip. On (B)(6) 2009, patient was revised. Doi: (B)(6) 2009 - dor: (B)(6) 2009 (right side). (B)(6). Update (B)(4) 2012 - medical records received and attached electronically. Update (B)(4) 2012 - patient fact sheet was received, which identified part/lot and birth date information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. File being reopened as product/lot information received. Update rec'd (B)(4) 2014- medical records received. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. Update rec'd (B)(4) 2014- medical records received. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. The complaint was updated on: (B)(4) 2014. Update (B)(4) 2014- medical records received. There is no new additional information that would affect the existing MDR decision. Records are available on the l drive for further review. Update rec'd (B)(4) 2014- medical records received. After review of the primary and revision operative notes it indicated there was femeoral stem subsidence found during the revision operation. The stem is now being reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2775078 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Medical records and x-rays were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.